Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device/migration of device') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/heavy menstrual flow') in a (B)(6) year old female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and ovarian cyst ("ovarian cysts"), 7 years 8 months after insertion of essure. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and ablation on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, vaginal discharge and ovarian cyst outcome was unknown and the menorrhagia, dyspareunia and pelvic pain had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, ovarian cyst, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: number of coils right 0 and left 10 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: total bilateral occlusion. Pregnancy test on (B)(6) 2011: negative. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received. Case was upgraded to incident. Lot number received. The event 'injury' was replaced with events from pfs: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), malposition of essure device, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, ovarian cysts were added. Laboratory data was added. Essure removal date and procedure was added, outcome of the events were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device/migration of device') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)/heavy menstrual flow') in a 43-year-old female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, abnormal uterine bleeding, ovarian cyst, muscle cramps and ectopic pregnancy. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and ovarian cyst ("ovarian cysts"), 7 years 8 months after insertion of essure. The patient was treated with surgery (endometrial ablation on (B)(6) 2018 and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, vaginal discharge and ovarian cyst outcome was unknown and the heavy menstrual bleeding, dyspareunia and pelvic pain had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, heavy menstrual bleeding, ovarian cyst, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: number of coils right 0 and left 10 coils left- 10 springs were noted right -4 springs were noted diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test - on (B)(6) 2011: negative. Lot number: 789031 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-jun-2021: medical record received : reporter information, medical history and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device/migration of device') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/heavy menstrual flow') in a 43-year-old female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and ovarian cyst ("ovarian cysts"), 7 years 8 months after insertion of essure. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and ablation on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, vaginal discharge and ovarian cyst outcome was unknown and the menorrhagia, dyspareunia and pelvic pain had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, ovarian cyst, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: number of coils right 0 and left 10 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test - on (B)(6) 2011: negative. Lot number: 789031. Manufacture date: 2010-10. Expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.